Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01063 2. 3005168196-2015-01064.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a px slim delivery microcatheter (px slim) and pod coils. During the procedure, the physician successfully delivered the px slim into the vertebral artery but was unable to advance two different pod coils through the px slim. The px slim and pod coils were removed from the patient and the procedure continued using another manufacturer's devices. There was no report of an adverse effect to the patient.